Event description:
Procedure type: total proctocolectomy with j pouch and loop ileostomy. According to the reporter: trialled the idrive stapler today in a case with a surgeon for the first time. The scrub tech loaded the reload properly and cycled the instrument. After passing it to the surgeon, the surgeon attempted to open the stapler so as to place it around the tissue, however the jaws would not open. She removed it from the patient and attempted to open it. The scrub tech was not able to open it either. After removing it from the sterile field, I removed the adapter. I reinserted the battery. The stapler went through the calibrations. After reattaching the adapter and reload, the stapler was able to open and close the reload properly. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).